Event description:
Per information provided: on (B)(6) 2004 ¿ patient was diagnosed with incisional hernia on periumbilical area secondary to laparoscopic cholecystectomy thereby underwent open repair with the implant of composix mesh (device 1). Per op notes, ¿the hernia sac found to contain the adhesed omentum. The main clinical hernia was the incisional portion of it was from the previous laparoscopic cholecystectomy incision. The two defects were combined into one. The composix mesh (device 1) was cut to size and rough side of mesh was placed upward in contact with fascia and smooth side against the peritoneum using sutures.¿ on (B)(6) 2006 ¿ patient was diagnosed with incarcerated ventral incisional hernia; adhesion partial obstruction thereby underwent open repair with the implant of composix kugel mesh (device 2). Per op notes, ¿hernia was present and scar was removed. The small bowel was grossly adherent to anterior abdominal wall was taken down. There was some partial obstruction due to the massive size of small bowel was freed up. The old mesh (device 1) was present towards the left as opposed to right paramedian side. A composix kugel mesh (device 2) was placed in the peritoneal cavity using sutures and also stapled the mesh to anterior abdominal wall.¿ on (B)(6) 2019 ¿ patient was diagnosed with multiple recurrent ventral hernia thereby underwent robotic repair with the removal of meshes (device 1, 2) and implant of ventralight st using echo ps (device 3). Per op notes, ¿adhesion of the anterior abdominal wall of small bowel, mesh was taken down. The previously placed intraperitoneal mesh (device 2) with tacks had come loose and multiple sites circumferentially around the mesh resulting in multiple hernias. The largest hernia in left lower quadrant. The previously placed mesh (device 1, 2) was somewhat curled up in the middle of all the defects was excised completely. A ventralight st using echo ps (device 3) was placed centrally between all the defects and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the mesh - composix (device 1). An additional supplemental emdr was submitted to represent the composix kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.